Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they found a fluid leak at the port of the main lumen while using PICC double lumen. The customer has provided compression dressing to the insertion site after PICC removal. There was no harm reported.

Manufacturer narrative:
Please disregard this report number (1423537-2024-00071). This device is not sold in the united states and a similar device is not marketed/distributed in the united states. This complaint report was generated in error and no report is required.

Manufacturer narrative:
Section e1 (country): originally reported as north korea and should be south korea.